Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and during the treatment an abrasion was observed on the left eye(os). A bandage contact lens was placed. On (B)(6) 2018, the patient¿s visual acuity for the left eye was 20/30. The patient returned on (B)(6) 2018 and is doing well . Flap does have some temporal scarring but not within the visual acuity access. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. The surgery center indicated the symptoms were resolved. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.25x -2.25 x 3, left eye pre-op 20/20 -3.25 x -2.50 x 176. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.